Event description:
The patient experienced nausea and stomach pain, toward the belly button and toward the hip. The symptoms developed within two weeks of implant. The patient also had cellulitis. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).